Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a cardiac perforation occurred during the implant procedure, causing a pericardial effusion with subsequent cardiac tamponade and cardiac arrest. The patient was resuscitated and a pericardial drain was placed. It is unknown if the perforation was caused by the right ventricular (rv) lead, left ventricular (lv) lead or delivery catheter. No further patient complications have been reported as a result of this event.